Event description:
The customer stated that she was hospitalized for high blood glucose levels over 300 mg/dl. The customer stated that her blood glucose levels had been as high as 598 mg/dl the day prior to being hospitalized. The customer also stated that the battery compartment was damaged on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.